Event description:
Healthcare professional (hcp) reports 4 fiber leaks noted by blood in the dialysate compartment at the onset of the pt treatments. New disposables were used to continue the pt treatments without incident. The dialyzers were reused. Estimated blood loss of 250cc reported. No pt injury and no medical intervention was required. Incident dates range from 12/06/99 to 01/08/00.